Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227622209); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic segment of the left internal c arotid artery with a max diameter of 4.33mm and a 4.42mm neck diameter. The landing zone was 2.8mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. Dapt (dual antiplatelet treatment) was administered and the pru level was iia. The angiographic result post procedure showed the blood flow was smooth, and the contrast agent retention was obvious. It was reported that the stent was deployed at the straight section, but the tip end did not open well. After the surgeon re-pushed the microcatheter to go upper, retrieved the dense mesh stent, and deployed again, it still could not open. The pushing and squeezing actions were attempted to help open the stent, but it still couldn't be opened normally. So the system was withdrawn and it was found that the microcatheter stent was damaged. After replacing it, and the surgery was restarted. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the stent could not be opened during the operation, and the microcatheter could not be opened after multiple attempts. When it was retrieved, it was found that the tip of the stent was frizzy and the tip of the microcatheter was also damaged. During the subsequent attempts to push it to go upper, the microcatheter could not be pushed. During the operation, it was suspected that the microcatheter was damaged.

Manufacturer narrative:
H3: product analysis #707287244:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: fa-55xxx-xxxx rev. Q ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex device was returned within the marksman catheter. ¿ damage location details: the pushwire extending out from catheter hub. In addition, the distal tip, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~34.0cm to ~29.0cm from distal end. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex device was pushed out from catheter without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. However, the marksman catheter was confirmed to be kink/damage as the marksman catheter was found to be damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.